Manufacturer narrative:
(B)(6). Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.50/2.0/079 9sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise and blurred vision. This exchange resolved the problem. In the reporters opinion the cause of this event was unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcenrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).